Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed and severely calcified lesion was located in the severely tortuous mid right coronary artery (rca). The quantum maverick 15mm x 2.5mm balloon catheter was advanced to the lesion for pre-dilatation and ruptured at 16atm on the first inflation. The procedure was completed with this device. There were no patient injuries or complications. The patient's status was reported as "good."

Manufacturer narrative:
The complainant indicated that he balloon catheter will not be returned for evaluation; therefore, a failure analysis of the complaint balloon catheter could not be completed. A review of historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.